Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information provided xen®45 gts eroded approximately 12:30 o'clock in the right (od) eye. Xen®45 gts has been repositioned and sutured at 10 o'clock and 2 o'clock. The event has been resolved.

Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported stent sticking out through the conj. In the unknown eye against the xen®45 gts. It was repositioned back under the conj at the slit lamp and a bleb immediately formed. The conj is thin but not frail. Event has been resolved for now. Physician to keep an eye out on the patient. The device remains implanted at this time.